Event description:
It was reported that cartridge alarm 31 occurred during the pumping process, causing the customer's blood glucose level to display "high," although the specific value was unknown. The customer administered a corrective insulin injection using manual daily injections (mdi) and did not require third-party assistance. Technical support determined that a series of cartridge alarms indicated multiple failures. Reportedly, customer reverted to manual injections for insulin therapy.